Manufacturer narrative:
Results investigation: it has been received 1 used sample of 20ll lot 1705258p. On visual inspection of the sample received it can be observed a plastic fiber inside the syringe, attached to the barrel wall. DHR of lot 1705258p has been reviewed not finding any annotation or deviation regarding the alleged defect. Sample received is empty and on inspection at 10x it can be observed it is a polypropylene fiber. Polypropylene particles/fibers come from molding and transport processes. Manufacturing line of this reference product has installed a blowing-vacuum cleaning system for particles. Equipment of manufacturing line is regularly cleaned according to procedure. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures. Conclusion: a definitive root cause cannot be determined however the incident is reported to area manager.

Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported there was foreign matter like plastic in the bd plastipak¿ 20 ml syringe during use. No medical interventions reported.